Event description:
It was reported that during a prostatectomy procedure, on first firing, the surgeon closed stapler jaws, waited for necessary fifteen seconds and started to fire. He never could as firing knob was jammed or stacked. As opening, the device did no work as well, it was impossible to change the reload. There was a ten minute delay. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the ats45 device was received with the clamping mechanism damaged. A tr45g cartridge was loaded in the device and was unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. While no conclusion could be reached on what caused the clamping mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. The returned cartridge reload was fired with a test ats45 device and it fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as the cartridge was loaded and removed without any difficulties during testing.